Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer's final investigation. The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the customer's complaint. The device passed all testing. Based on the results of the legal manufacturer's investigation, no abnormality was observed in the device. A definitive root cause of the reported issue could not be identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The data obtained from investigation showed that [one image is clearly visible, while the other image is blurred] did not lead to the identification of root cause factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been sent to an olympus service center for evaluation but is anticipated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the image from the subject device was duplicated. One image was sharp and the other image was blurred. There was no harm or user injury reported due to the event.